Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one infusion set was reported to have adhered initially but was associated with elevated glucose readings exceeding 400 mg/dl, after which the patient performed an infusion site change and observed that the cannula was bent; glucose levels subsequently improved following the site change, with a later cgm reading of 190 mg/dl. No patient harm was reported.